Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that they were implanted in (B)(6) 2017 and in (B)(6)they got a c difficile infection and were in the hospital for 8 days and put on antibiotics. The patient also stated they do not feel stim and increased stimulation. The patient noted they were implanted for bowel control and the therapy helps somewhat. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there was no infection and the issue was resolved. No further complications were reported or anticipated.